Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device could not be telemetered. The device was pacing in vvi at 45 ppm and loss of capture was noted. During the replacement procedure, once the leads were disconnected, no output was detected with a pacing systems analyzer.